Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her insulin pump's load button was not priming the new set. The customer's blood glucose level was 108 mg/dl at the time. The customer was advised to put insulin pump into storage mode. The insulin pump will not be returned for analysis.